Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead had a microdislodgement and high pacing thresholds. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breach and that allows blood ingress on proximal conductor. Insulation breach is contribute to the electrical complaint of high thresholds. If information is provided in the future, a supplemental report will be issued.